Event description:
It was reported that a patient underwent an incisional hernia repair at the umbilicus in 2009. On an unknown date, the patient returned to the surgeon with a recurring hernia. A re-operation is pending.

Manufacturer narrative:
Conclusion code: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental form will be submitted accordingly.